Event description:
It was reported that during a follow up, device interrogation revealed possible output circuit damage with multiple aborted shocks. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two parts. External insulation abrasions were found at 33.5cm - 34.1cm and 36.6 cm - 36.8cm from the distal tip, consistent with friction to another device. The etfe coating was intact at these locations.